Event description:
Pt passed away on (B)(6) 2018. (B)(6). Dose or amount: 1 tot - total; frequency: 3 times a day; route: oral. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018. Reason for use: oral mucositis.